Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with thrombosis of the left anterior descending (lad) coronary artery. During the procedure to treat the lad, a perforation was caused by another device. A graftmaster 2.8 x 19 mm covered stent was used to treat the perforation; however, the graftmaster initially had difficulty crossing, possibly due to the freshly deployed coronary stent. It was deployed and sealed the perforation with no leak. The patient subsequently expired post procedure due to profound cardiogenic shock, st-elevation myocardial infarction and timi 0 lad flow, (no flow). In the opinion of the physician, the use of the device did not cause or contribute to the patient death. Patient health was declining prior to death. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported physical resistance appears to be related to the operational context of the procedure. The reported patient effects of death, myocardial infarction and occlusion are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.